Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) when an inspection was performed by using saline solution while the output was activating in seal & cut mode, the probe came into contact with metal instruments (such as a metal bowl) causing scratches. 2) the output kept activating in seal &cut mode in state of "1" description. Therefore, a force might have been applied to the probe causing cracks from scratched area. 3) some kind of force might have been applied to the probe. This might have caused the probe to break. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During inspection before use, the probe of the subject device broke off outside the patient. The intended procedure was completed with another device. There was no patient injury reported.